Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication was traced to mishandling/ misuse: intuitive surgical, inc. (Isi) has received the large suturecut needle driver instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint that the "tip broke off." The instrument was found to have a broken grip at the grip base. A piece approximately 0.302" x 0.080" was found to be broken off. The broken piece was not returned. Common causes of the failure mode of broken instrument grip tips are typically attributed to the misuse/mishandling, such as excess force applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during a da vinci-assisted incisional hernia repair, one of the needle driver tip broke off and fell into the patient while the surgeon was grasping tissue. The fragment was located using an x-ray and was retrieved during the same procedure using a grasper. There was no harm to the patient. The instrument was inspected prior to use and no unusual findings were observed. There were no instrument issues during use except when the tip broke off. The instrument did not collide against any other instrument. The procedure was completed robotically; however, there was procedure delay of greater than 30 minutes due to the event. The patient was reported to be doing well after the procedure.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Intuitive surgical, inc (isi) has not received the large suturecut needle driver instrument involved with this complaint. A follow-up MDR will be submitted if additional information is obtained. Isi clinical development engineer reviewed the photo submitted and reported the following information: it was confirmed that the needle driver has a missing grip. With this image alone, the root cause of this issue cannot be determined.